Event description:
New information noted that intermittent undersensing on the implantable cardiac monitor on (B)(4) 2018. Programming changes were discussed. No intervention was performed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via merlin.net that the implantable cardiac monitor exhibited under-sensing leading to false pause episodes. The patient was stable. No intervention was performed.